Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented infection. The aus was explanted in (B)(6) this year and now it was replaced. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).